Event description:
The patient was implanted with a left ventricular assist device. An outcome was reported via device tracking form, which noted the cause of expiration as "unknown."

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.